Event description:
It was reported that there was a routine removal of hoffman external fixator which included 2 apex pins and implanted screws. Apex pins were not broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event does not match the definition of a complaint. Per the reported event, there was an anticipated removal of an external fixation and it appears that only one pin has been implanted (which did not break). No failure of the device has been reported. No extended investigation is necessary in this case. The hospital informed the rep that no additional information is available. The operative technique (h-st-20-en hoffmann modular external fixation op tech_2015-7185) was reviewed: ''a lot of different possible frames are pictures and a clear indication on how and where the pins must be placed is described.'' This case does not match the definition of a complaint but is classified anyway as a non issue and user related for the deviation from the op technique instructions. If any additional information becomes available the investigation will be reassessed. Device was not returned.

Event description:
It was reported that there was a routine removal of hoffman external fixator which included 2 apex pins and implanted screws. Apex pins were not broken. Rep clarified on (B)(6) 2013 that there was "only 1 pin."